Manufacturer narrative:
The lot number for the device was provided. The device history record were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter remains implanted. Therefore, a sample eval could not be performed images were provided. Three fluoroscopic images were received and reviewed. The images are small, coned-in images of poor quality. One image demonstrates contrast in the ivc and the filter is not visible. In a second image, an unexpanded ivc filter is seen to the right of the spine, most likely after deployment from the jugular access as the introducer sheath and pusher wire are visible above the filter in the image. A third image demonstrates an expanded filter in the ivc. A retrieval hook is present on the apex. The filter limbs are open; however, the configuration of the limbs cannot be accurately assessed due to poor image quality. There is no labeling displayed on the images and there is no way to determine the time that elapsed after deployment or the time that elapsed until the filter limbs had opened. Based on the images provided, failure of the filter limbs to open cannot be confirmed, due to poor image quality. The results of the investigation are inconclusive. It was reported that the filter arm and legs did not open initially, due to clot within the cava. According to the IFU (instructions for use), if a large thrombus is demonstrated at the delivery site, the user should not attempt to deliver the filter; an alternate site should be chosen. Based on the info provided, the root cause is related to procedural/pt factors. It is highly likely that the clot in the vena cava prevented the filter from fully expanding. However, the definitive root cause for this event is unk. The current IFU (instruction for use) states: warning: if large thrombus is demonstrated at the initial delivery site, do not attempt to deliver the filter through it as migration of the clot and/or filter may occur. Attempt filter delivery through an alternate site. A small thrombus may be bypassed by the guidewire and introducer sheath. Potential complications: failure of filter expansion/incomplete expansion.

Event description:
It was reported that the filter arms and legs of ivc filter failed to open immediately upon deployment. Through the same jugular access site, an angled catheter was used to manipulate the filter limbs. All the filter limbs opened appropriately without further incident. It was reported that imaging demonstrated clot within the cava prior to filter deployment. No report of pt injury.